Manufacturer narrative:
Complained product will not be not available.

Event description:
Metal rod was broken...dent and a tear on the metal - oral-b [device breakage] toothbrush head was loose - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush head was loose when he was using the oral-b pro4 toothbrush. Later, he discovered that the metal rod on the toothbrush was broken. No injury was reported. 13-apr-2023 follow up via phone: the consumer reported that there was a dent and a tear on the metal. No injury was reported.